Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned to manufacturer.

Event description:
It was reported via medwatch report (B)(4), that there was an unusual noise from the handpiece saw. It was also reported that the saw was inspected and a broken blade was observed. It was further reported that an x-ray was taken and to verify there were no pieces of the blade left in the patient. The surgical delay length is unknown.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported via medwatch report (B)(4), that there was an unusual noise from the handpiece saw. It was also reported that the saw was inspected and a broken blade was observed. It was further reported that an x-ray was taken and to verify there were no pieces of the blade left in the patient. The surgical delay length is unknown.